Event description:
The customer reported that the unit continued to activate in cut mode during output testing.

Manufacturer narrative:
(B)(4). The investigation of the incident unit found crystallization inside the generator on the psrf board. The investigation identified the root cause of this failure to be fluid invasion into the generator shorting the output receptacles. The psrf was replaced to address the failure. The generator was calibrated and testing found it to function normally and within specifications.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.